Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, treatment was performed and same device was re implanted on patient. Now a deflation has been reported with the same device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. Treatment was performed. And same device was re-implanted on patient. Now a deflation has been reported with the same device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings on the posterior side assessed, as fold flaw opening. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Use error: not applicable, as the event is not related to the device. Additional observations: crease flat observed, on the device.